Manufacturer narrative:
(B)(4). This lot was manufactured from june 20, 2014 to june 24, 2014. Evaluation summary: a visual inspection of the returned device identified a solid, white particle, approximately 1.28 mm in size, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particle was acrylic material. The cause or origin of the particle is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 1 of 3.